Event description:
During the supraventricular tachycardia procedure, noise issues with the catheter resulted in a procedural delay. The catheter was properly removed from the packaging and deflected as intended. The catheter was then inserted through an sl1 introducer into the right atrium, but the first electrode failed to display the electric potential. The amplifier, the dws, the ampere and the tactisys were all restarted but the issue was not resolved. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed no anomalies. Electrodes 1-2 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.